Manufacturer narrative:
Initial reporter: the contact¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the tip of the twist drill device broke when the surgeon was making a suture hole on the patient's bone. There was no information if the fragment tip remained in the patient's body or not. There were no delays to the surgical procedure as the surgeon eventually used an identical spare device to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, adverse consequences or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that all parts were removed from the patient's body. It was further reported that the handpiece device and the attachment device worked properly. Therefore, the handpiece device and attachment device has been added in the concomitant medical products section. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip of the cutter was broken. In addition to the visual assessment performed, photographic images were reviewed of the angle, which indicated that there was excessive force applied. It was further determined that the ¿cutter broke¿ was due to excessive lateral or side to side force. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.